Manufacturer narrative:
This report is submitted on august 8, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on (B)(6), 2023. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on september 05, 2023.